Event description:
The patient was stable prior during and after the interrogation. No intervention is planned. The patient would be followed with routine follow-ups.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net oversensing was noted. Chest x-ray revealed that the atrial lead was in acceptable position. The device was reprogrammed, the patient was in stable condition before prior and post interrogation. The patient would be followed with routine follow ups.